Event description:
The patient returned to the doctor (B)(6) 2015 complaining of pain and her foot was swollen. A broken screw was discovered via x-ray. The surgeon then notified the sales rep of the issue and that a future revision will be scheduled.

Manufacturer narrative:
The reported event that screw anchorage had a breakage after surgery could be confirmed, since the device was returned for evaluation. Based on investigation, the reported breakage was determined as asymptomatic because the failure mode was noticed 15 weeks after implantation and fusion of the bone has occurred. Moreover, the patient is obese ((B)(6)) and diabetic. Therefore, this case is classified as patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient returned to the doctor (B)(6) 2015 complaining of pain and her foot was swollen. A broken screw was discovered via x-ray. The surgeon then notified the sales rep of the issue and that a future revision will be scheduled. New information received, rep reported that the head of the broken screw was removed on (B)(6) 2015. Remaining portion of broken screw left in patient. Patient was fused. No additional hardware was put in."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.